Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence, exposing the receiver/stimulator (date not reported). Device analysis report attached. This report is submitted on june 26, 2024.

Manufacturer narrative:
This report is submitted on april 22, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). The patient was hospitalized from december 22 until (B)(6) 2023, and from (B)(6), until (B)(6) 2024 for IV antibiotics administration. The patient was also treated with 6 weeks course of oral antibiotics (specific date not reported). Subsequently, the device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: there was no exposing of the receiver/stimulator as previously reported.